Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose reached 28.5 mmol/l (513 mg/dl) with ketones present and that she was taken to the hospital via ambulance due to the pdm not working. She is currently in a coma. No further information regarding patient¿s medical treatment was provided.

Manufacturer narrative:
The returned device was evaluated and confirmed that the pdm powered ¿on¿ and ¿off¿ within 4-5 seconds corresponding to the commands of the soft key. The lcd was also found to displayed blank segments across the screen.